Event description:
A customer from (B)(6) reported that they observed droplets of blood samples in the emag® system. The customer observed the droplets on the sample rack and on the reagent rack. The customer reported that droplets have been seen only in the right section (a) of the emag system, where the customer only analyzed whole blood samples. In the left section (b), the customer analyzed other non-blood samples, and could not determine if the issue affected the left section. The customer suspected the issue was related to the pipettor. The customer reported that all patient results were checked after observing the issue and were negative. They were not sure how long the issue existed, so they could not exclude false positive results that may have been reported. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux advise the customer to verify their rack handling/insertion technique, and the customer confirmed that they follow biomérieux recommendations. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following a report from a germany customer that they observed droplets of blood samples in the emag® system. The customer observed the droplets on the sample rack and on the reagent rack. The customer reported that droplets have been seen only in the right section (a) of the emag system, where the customer only analyzed whole blood samples. In the left section (b), the customer analyzed other non-blood samples, and could not determine if the issue affected the left section. The customer suspected the issue was related to the pipettor. Biomérieux internal investigation was conducted. The investigation concluded that the issue is caused by overfilling sample tubes and/or aggressive insertion of the rack into the system, which can lead to sample splash. In the user manual reference 161150-643-c, there is a specific caution regarding rack insertion : "to ensure correct reading of the barcodes by the emag instrument, each rack must be loaded in no less than 5 seconds. Movement must be smooth, with no accelerations or decelerations." P5-38. Field service engineer (fse) intervention confirmed the system to be in proper operating condition. Retrospective result analysis by the customer discovered no incorrect results reported.